Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they felt like they had to charge a lot since they got their implant. Patient asked if there was an advanced device that they didn't have to charge that often. Patient mentioned they had noticed today a burning pain near their battery and thought maybe their recent procedure had caused this change, so they were waiting to see if that was what they were dealing with and just need to heal, or if it was related to their implant battery. Patient was very happy with their implant and said they would be happy to be an ambassador for latin america some day. Agent reviewed information and redirected patient to their healthcare provider to further address the issue. Patient reported they had lost their ac power cord. A replacement ac power supply was sent out.